Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "a free flow" event in the pediatric unit in which a secondary infusion of vancomycin 80 ml was to be delivered at 40ml/hr, however the nurse observed fluid in the drip chamber was free flowing and stopped the flow. The set was loaded into another pump channel and the same situation was observed. There was no report of any patient harm. The customer later reported that following their own internal investigation they suspected the event was related to a set-up issue which will be addressed via staff education.